Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified neurological surgical procedure, it was observed that the angle attachment device was not working properly and the hose on the motor device ruptured. It was reported that the devices were being used together. It was reported that there was no delay in the procedure as an identical spare motor device was available. It was reported that there was no spare angle attachment device available; however, an unspecified spare straight attachment was available and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had a ruptured hose was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was found that the device had a small cut in hose, the teflon seal was missing from the swivel, and device failed safety assessment (runs in the load position). It was further observed that the locking components were damaged allowing the device to run in the load position (powerbroken). It was determined that the cut in the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that the damaged locking components was due to trying to run the device in the load position or pushing on the disconnect while the device was running, damaging the locking components. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.